Event description:
Bipoalr cord works intermittently. There have been approx 4 or 5 incidents since september when this cord would not work. Exact dates and number of events is not known. In each instance, another bipolar unit was brought in to complete the procedure. There have been no pt problems.